Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited a gap between the control body and the boot. The issue was an out of box failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the big gap on control unit (bcu and grip) was due to bent metal inside. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.